Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, the patient had "chololith at cholecystis" and a surgery was planned for "biliary elimination". During the est procedure, when sphincterotomy was attempted, it was difficult to cut with the device because of insufficient electrical conduction. After adjusting the scope position and tension of the cutting wire, the cutting wire was suddenly able to cut well, resulting in perforation from the duodenum to the retroperitoneum. The sphincterotomy procedure was aborted. A celiotomy was conducted and the "biliary elimination" procedure was performed. At this time, a drainage tube was implanted for treatment of the perforation. Following the event, the patient recovered and was discharged from the hospital.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.